Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was found that the right ventricular lead exhibited a gradual increase in pacing threshold and impedance. It was noted that the previous interrogation found the lead threshold and impedance to be within normal limit back in (B)(6) 2020. Isometric exercise and pocket manipulation tests were performed and no noise was observed during the exercises. The patient was scheduled for a pacemaker change and lead revision procedure. The patient was reported to be in stable condition.